Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected suspend [low sg]. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed and found that customer had question or concern of suspend on low/suspend before low feature. Customer reports suspend lasted for longer than 2 hours. Reviewed carelink reports and confirmed event. No harm requiring medical intervention was reported. The customer will discontinue using the device. Product return status for mmt-1712kl is unknown.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test. Unit was downloaded successfully using (thus software). Unit was programmed with test transmitter link 3. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Mg/dl were successfully transfer and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. Using a glucose sensor simulator adapter a low alarm was set. Unit alarmed suspend on low and basal delivery resumed alert within the two hours. Unit functioning properly as designed. No transmitter anomalies were noted. Pump pair device feature connection is working properly. No physical damage noted during visual inspection. In conclusion, customer allegations for suspend on low lasted longer than 2 hrs. Were not confirmed. Unit functioning as design. Unit and transmitter communicated properly during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.